Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the physician had attempted to insert an intra-aortic balloon (iab) but could not get it to go through the sheath. The second balloon they used went through successfully. The customer indicated this has happened previously for this iab type, but no specific details were available. There was no reported injury to the patient. The date of the event is unknown. This report is being submitted for the unreported event for which there was no specific information available. Reference MDR 2248146-2018-00264, reported for (B)(4), for the initial iab.